Event description:
Customer's mother called to report low blood glucose. Customer had a seizure due to the low blood glucose. The blood glucose reading at the time of the event was in 30 mg/dl. The current blood glucose reading is 180 mg/dl. Caller stated that an appointment was made to see the physician for a prescription for glucagon shot. Caller requested that the insulin pump is replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked display window and case window corners and cracked battery tube threads.